Event description:
A customer contacted beckman coulter inc (bec) stating that their unicel dxh 800 coulter cellular analysis system failed to flag for blasts on two patient samples and blasts were confirmed by manual smear review. This report documents patient 2 analyzed on (B)(6) 2012 and the results were not reported out of the laboratory. A manual differential was performed because it is laboratory policy to perform manual reviews on new bone marrow transplant patients and the review confirmed blast cells were present.

Manufacturer narrative:
The sample was collected in a 3 ml ethylenediamine tetra-acetic acid (edta) tube, and analyzed one hour after collection. Controls analyzed before and after the incident recovered within assay expected ranges. The dxh 800 is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). The customer did not request service for this event. Raw data was requested but no longer available for the sample runs submitted since the database is deleted on a daily basis, per customer. One raw data file was provided with the complaint (from (B)(6) 2012) which was captured by bec customer technical specialist (cts), but it did not match either of the samples submitted by the customer. The cts spoke with the customer on b)(6) 2012, but the supervisor was not able to provide any additional information for the sample run on (B)(6). The root cause for the erroneous results is unknown based on the information available. The other patient involved in this event has been documented in MDR#1061932-2012-00901.